Manufacturer narrative:
The devices were received and are in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of two (2) minicaps. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The two actual samples were received in open pouch. All samples were visually inspected and the sponges were found to be fully separate from the caps, which verified the reported events. The cause was determined to be mishandling during shipping and distribution. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.